Event description:
While the physician was attempting to deploy a precise (8x40) stent in the subclavian artery, the stent would not open up properly in the vessel. When the device was observed outside the body, it was found that the shaft was fixed and the stent had partially deployed. The age and gender of the pt are unk. The vessel was described as calcified. The product was properly inspected and prepped, prior to use. The physician used a femoral approach to access the patient. There was no difficulty accessing the lesion with a guide wire or crossing the lesion with a balloon to pre-dilate. After pre-dilation of the lesion, the balloon was removed and the stent delivery system (sds) was advanced to the lesion, without difficulty. After the sds was positioned in the lesion, the physician began to deploy the stent, but there was a resistance during deployment. The physician states that the toughy borst was loosened when attempting to deploy the stent. When the physician felt the resistance, he removed the device from the patient and deployed another stent, successfully. Upon inspection of the device after the procedure, the physician noticed that the stent was partially deployed. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.